Event description:
It was reported that the patient's ipg is inoperable and was unable to connect to external devices during a procedure. Surgical intervention was undertaken and the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.